Event description:
It was reported that the patient had a stroke on (B)(6) prior to the date of this report. It was noted that surgery was not required. The programmer had been lost during room to room transfer. The healthcare professional was not sure if the stroke was related to the device therapy or not. The patient was in outpatient rehab and the patient was still high functioning and had a great memory. Reprogramming was mentioned. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant product: product ID 3387-40, lot # j0313854v, implanted: (B)(6) 2003, product type lead; product ID neu_ unknown_ext, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 37642 , serial # (B)(4), product type programmer, patient. (B)(4).